Event description:
It was reported that the patient presented with z-syndrome approximately 6 weeks post iol implantation in the left eye. Reportedly the patient noticed a decrease in vision. On (B)(6) 2014, the lens was repositioned and capsular tension ring was placed. Subsequently, the lens was explanted and replaced with a different model lens. In the surgeon's opinion the likely cause of the event was capsular contraction syndrome.

Manufacturer narrative:
The device was returned for evaluation. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.